Event description:
It was reported that the customer had normal blood glucose levels of 105 mg/dl. The customer reported condensation on the screen of the insulin pump. The customer reported that the buttons of the insulin pump were unresponsive or would only respond intermittently. The customer reported that the insulin pump might have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. Moisture damage was found on the display board. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).